Manufacturer narrative:
Investigation results: media review: angiographical media was received and was reviewed by medical safety. The review of the media identified a slight delay in expansion of the stent, which confirms the stent expansion issue. The stent migration issue cannot be confirmed. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of stent - difficult to deploy, stent - migration and stent - profile problem was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported that stent migration occurred requiring intervention. The patient was undergoing treatment for venous compression related to may thurner syndrome. Access was obtained via the right internal jugular. Intravascular ultrasound (ivus) was performed in anatomical locations. Percutaneous transluminal angioplasty (pta) was then performed with a14x60 xxl balloon. The first 16x90x75cm venous wallstent was implanted in the external iliac without issue. A second 16x90x75cm venous wallstent was then advanced to the common iliac and deployed. However, the proximal end of the stent between the two marker bands did not release from the delivery system (ds) shaft immediately. The physician moved the ds to try to release the stent; the stent released after approximately 3-5 seconds. The stent then migrated back into the inferior vena cava (ivc). Bilateral femoral access was obtained and ivus was performed. Pta of the migrated stent in the ivc was completed with 3 balloons (16x4 xxl, 18x4 and 20x4 non-bsc) which resulted in the stent shortening. Two 16x90x75cm venous wallstents were placed in a double-barrel configuration into the left and right iliac veins for treatment of the migrated stent. An additional 16x90x75cm venous wallstent was implanted to bridge the original left-sided stent with the newly positioned stent. The procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that stent migration occurred requiring intervention. The patient was undergoing treatment for venous compression related to may thurner syndrome. Access was obtained via the right internal jugular. Intravascular ultrasound (ivus) was performed in anatomical locations. Percutaneous transluminal angioplasty (pta) was then performed with a14x60 xxl balloon. The first 16x90x75cm venous wallstent was implanted in the external iliac without issue. A second 16x90x75cm venous wallstent was then advanced to the common iliac and deployed. However, the proximal end of the stent between the two marker bands did not release from the delivery system (ds) shaft immediately. The physician moved the ds to try to release the stent; the stent released after approximately 3-5 seconds. The stent then migrated back into the inferior vena cava (ivc). Bilateral femoral access was obtained and ivus was performed. Pta of the migrated stent in the ivc was completed with 3 balloons (16x4 xxl, 18x4 and 20x4 non-bsc) which resulted in the stent shortening. Two 16x90x75cm venous wallstents were placed in a double-barrel configuration into the left and right iliac veins for treatment of the migrated stent. An additional 16x90x75cm venous wallstent was implanted to bridge the original left-sided stent with the newly positioned stent. The procedure was completed. There were no patient complications as a result of this event.